Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the inability to prepare the device due to a reported hole in the shaft. A query of the complaint handling database for the reported lot revealed no other similar incidents. No adverse trend was noted during the lot history review and all evidence indicates that the related finished good and subassembly lots were built according to manufacturing specifications. Based on the related records review for this lot and expanded records review, the event appears to be related to improper handling. Engineering was unable to conclusively determine where and when the damage occurred. The performance of these devices will continue to be monitored.

Event description:
It was reported that during device preparation and prior to use during a procedure of the mildly calcified, de novo, mid right coronary artery (rca) the 1.5 x 8 mm mini trek balloon dilatation catheter (bdc) was noted to have a small hole. The device was not used; there was no reported patient involvement. A different device was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.